Manufacturer narrative:
The hill-rom technician found the nurse call not functioning due to the nurse call cable was missing pins in the connector. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the cable assembly to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician found a note on the bed stating the beds nurse call does not work. The bed was located at the account in the bed shop. There was no patient/user injury reported. (B)(4).